Event description:
It was reported that the pt was explanted of his device on (B)(6) 2009. To date no info has been received regarding the reason for the explanation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available. A device failure analysis will be submitted as a follow up report.